Manufacturer narrative:
Updated device information (sections d4 and h4).

Manufacturer narrative:
H6: conclusion coding updated h6: code 213 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. A CT image of the retrograde type a dissection was obtained by gore from the facility. The image was received via email with no patient identifier or date of acquisition in image. The image could not be manipulated in any way. Dissection and endoleak could not be determined with available image. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation.¿ additionally, per IFU, the intended aortic diameter for a 37mm gore® tag® conformable thoracic stent graft with active control system is 29-34mm. The proximal aortic landing zone in this case measured a reported 36-37mm in diameter.

Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation.¿

Event description:
On (B)(6) 2021, the patient underwent emergency endovascular treatment of an acute type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. The procedure was completed without any reported complications. On (B)(6) 2021, a follow-up computed tomographic (CT) scan was reportedly normal. On (B)(6) 2021, follow-up CT reportedly confirmed the onset of a retrograde type a aortic dissection. On the same day, a total aortic arch replacement was performed. The patient tolerated the procedure.